Manufacturer narrative:
The device was not returned to be evaluated, as the customer declined to return the product. Without return of the product it is not possible to determine if some damage or defect existed on the product that could have contributed to the event. The device history record was reviewed with no related manufacturing non-conformances found. With any hemodynamic monitoring, physiologic parameters can change quickly and dramatically. Physiologic parameters are used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of the ev1000 platform, the clinician noted a high extravascular lung water (evlw) value of 21 ml/kg displayed on the monitor. The expected value should have been below 10 ml/kg according to the patient¿s status. There was no error message observed. There was no allegation of any patient injury or compromise, and no treatment was given to the patient in regards to this event. Patient demographics were unavailable at this time.

Manufacturer narrative:
Please see medwatch no. 2015691-2018-03221 for the volume view set involved in this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
As per new information received by the customer, it was determined the reported issue was isolated to the volume view catheter and the ev1000 platform was ruled out as the cause in this event.